Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified, 99% stenosed mid right coronary artery. The 3.5 x 15 mm rx trek was advanced to the lesion and inflated, however, the balloon ruptured on the first inflation at 8 atmospheres. The procedure was completed by implanting a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; guide cath: heartrail ii. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the balloon was prepped inside the patient anatomy, it should be noted that the preparation for use section of the rx trek/mini trek cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.